Manufacturer narrative:
The device was returned to olympus for evaluation. The temperature of the distal end of the scope was monitored, while tested with an olympus processor and light source with the maximum setting for brightness. The temperature reading on the distal end of the device was within range (less than 50 degrees celsius). A boroscope was used to inspect the interior of the biopsy and suction channels. The evaluation was unable to find any signs of foreign material/substance within the channels. However, it was noted that the insertion tube had undergone a non-olympus repair. Additionally, there were deep dents and nicks found on the distal end cover resulting in the scope failing the insulation testing. The device passed leak testing. The root cause of the patient¿s outcome could not be determined; however, the most likely cause for the patient¿s outcome can be attributed to the non-olympus repair/parts and /or damage due to user handling. The instruction manual contains several warning to prevent patient injury and equipment damage: ¿before each case, prepare and inspect this instrument. Should any irregularity be observed after inspection, do not use it. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; as repairs performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair.¿

Event description:
Olympus was informed that during a therapeutic colonoscopy with polypectomy, the patient sustained a burn on the bowel that measured about 10 mm. There was no bleeding reported. The patient was admitted to the hospital and remained two days for observation with no further complications reported. The patient is reportedly doing well. Additionally, it was reported that the device was inspected by the user facility's biomed with no anomalies found.